Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined. The healthcare provider determined this was an isolated event and the device will not be returned.

Event description:
Prior to the procedure with the patient prepped, the ensite x was not communicating with the magnetic module. The system was replaced with ensite precision to resolve the issue, however, caused a delay. The procedure was completed with no consequences to the patient.